Manufacturer narrative:
G2: country of origin - japan h3: product analysis 705662558 # product:9560100, lot no:1748504r analysis confirmed that during the inspection at the time of acceptance that there were scratches on the tip of the outer tube, that the inner lens was broken, and that it was out of focus. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that endoscope focus failure. No further complications were reported/anticipated. No patient involved in this event.